Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
While reviewing transmitted device data, over-sensing noise was noted on the atrial and ventricular channels. The physician suspects external magnetic interference as the cause of the noise. No intervention was performed and the patient will continue to be monitored. The patient was stable following this event with no adverse health consequences.